Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, customer's basal rates needed to be adjusted per customer's healthcare provider. Bg was addressed via glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level. Customer acknowledged the pump was working as intended.